Event description:
It was reported that t:slim x2 pump battery would not charge despite use of proper charging cable, wall adapter, and attempts with different adapters and cables. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it, and was informed a replacement pump within warranty would be provided along with guidance to reenter pump settings, reconnect continuous glucose monitor, and follow setup instructions for users coming from another pump.